Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving compounded baclofen (500 mcg/ml at 358.85 mcg/day). The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2011, the patient reported urinary retention and flaccidity. The pump dose was decreased 7% to 332.61 mcg/day. The outcome was reported as "resolved without sequelae (B)(6) 2011". The clinical diagnosis was intrathecal medication side effects. The event resulted in an unscheduled clinic or office visit. The event was related to the device or therapy, not related to the implant procedure, and related to the drug baclofen with the action that cased the event noted to be "decrease dose".

Manufacturer narrative:
Codes are being updated. The previously reported codes no longer apply. Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to the symptoms of urinary retention and flaccidity. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.